Event description:
The customer reported that the sys had no video. This resulted in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The igbt snubber was replaced, the high voltage supply regulator was adjusted and a filament calibration was performed. The system was then found to be operating as intended.